Manufacturer narrative:
Internal file number - (B)(4). Corrections: event description, catalog #. Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue and resistance was unable to be confirmed as the stent had already been fully deployed. The supera instruction for use, states: precaution: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. The investigation determined that the difficulties were the result of case circumstances. It is likely that the distal sheath was bent over the bifurcation causing restriction between the shaft lumens and resistance during deployment. Additionally, the reported elongation was the result of the delivery system being pulled back with the stent partially deployed causing the stent to elongate and ultimately release with the stent implanting partially outside the target lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Correction: the complaint device is a 5.0x120 supera, not a 5.5x120 supera as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery using a 6f sheath. The vessel diameter was 5.5 mm and was prepared with a 6mm balloon catheter at 8 atmospheres for three minutes. The 5.5x120mm supera stent partially deployed; however, due to the steep bifurcation, the stress on the self-expanding stent system (sess) did not allow for full deployment. There was difficulty advancing and retracting the thumbslide and despite several attempts, the stent failed to deploy fully. During the attempt to remove the sess, the stent stretched and elongated greater than 10% and became fully implanted, partially outside the target lesion. The delivery system was removed under fluoroscopy, and the patient was ok. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.